Manufacturer narrative:
Eval is in progress, but not yet concluded. This complaint is related to MDR #1828100-2015-00119. Per the field svc rep (fsr), the circuit was setup and primed prior to procedure level was connected and noted to be functioning. The reported issue was noted while by[pass approximately two hours into the procedure. The level detector had been attached and functioning for approximately five hours at time issue occurred. The fsr could not duplicate the issue using the test fixture. He downloaded the sys and level module logs for further eval. The contact surface of the sensor had slight damage to surface. The fsr replaced the level sensor and completed testing successfully. The unit operated to MFR spec and was returned to clinical use. The suspect yellow level sensor was returned to the MFR for further eval.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the yellow (alert) level sensor was alarming intermittently when there was fluid in the reservoir. The device was not changed out, as they were able to reposition the level sensor to solve the problem. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt. Per the clinical review on (B)(6) 2015: they were using the sorin synthesis venous reservoir and this is a round shaped reservoir that has been problematic for adequate level sensor coupling at this center in the past. The perfusionist (ccp) stated the alert sensor was placed a 300 ml level (on the reservoir) and the alarm sensor was placed at the 200 ml level. The ccp stated the circuit was set-up early in the morning (around 9:00 am) and the sensors were attached to the mounting pads, shortly after. Cpb was not started until about 2:00 pm, so the pads had been mounted for four to five hours. During the last 30 minutes of cpb, the ccp stated some "level not attached" alert messages occurred, and there was adequate blood volume in the reservoir. The ccp is not sure which sensor lost coupling (alert or alarm). He turned off the level sensors and re-gelled both sensors. He re-attached both sensor and enabled level sensing. Again there was a "level not attached" alert message. The ccp then placed two new level sensor pads to the reservoir and gelled and attached the sensor to the pads. Again, there were "level not attached" alerts. The ccp turned off the level sensor anf finished cpb without using the level sensor. After the case, the ccp looked at the faced of the sensor and in his opinion they appeared to be somewhat concave. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.